Event description:
The information provided to sjm indicated the valve was explanted due to thrombus resulting in stenosis. Another MFR's 23mm valve was implanted and the patient was reported to be in stable condition.